Manufacturer narrative:
Product analysis: it was determined at analysis that the stylus was slightly off. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.